Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultralink meter had displayed inaccurate high result compared with another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred on ¿(B)(6) 2015 at 7:00 am¿ when she obtained a blood glucose result of ¿389 mg/dl¿ on the subject meter compared to ¿54 mg/dl¿ on another meter (bayer) performed more than 30 minutes apart. Based on lifescan¿s criteria for accuracy this is an invalid comparison. The patient manages their diabetes with an insulin pump and on ¿(B)(6) 2015 at 6:50 am¿ took her usual dose of medication including sliding scale (humalog 6.7 units). The patient stated that ¿20 mins¿ after the alleged product issue began she developed the symptoms of ¿shaky, nearly fainted¿. The patient reported self ¿ treatment of food and/or drink on ¿(B)(6) 2015 at 7:30 am¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood glucose results were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/15/2015 and evaluated by lifescan product analysis on 4/20/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.